Event description:
The manufacturer received information alleging a ventilator was giving a high flow rate. No harm or injury was reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.